Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. An external visual inspection of the returned cycler was performed and found no discrepancies. The functional display test failed. The screen was blank upon powering on the cycler. During internal inspection it was found that transformer (t1) on the ¿inverter board¿ had an internal short which caused a blank display. A known working inverter board was installed and the display functioned as intended. An internal visual inspection of the returned cycler was performed and found no discrepancies. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. There were no deviations or non-conformances during the manufacturing process. A device history record (DHR) review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported by a peritoneal dialysis (pd) patient that the patient¿s liberty select cycler would not turn on. The patient was not connected to the machine. The patient switched the cycler on and there was no light on the buttons and no sound when the ok/stop buttons were pressed. The patient was advised to discontinue the use of the cycler and to inform the pd nurse when the new cycler was received. The cycler was returned to the manufacturer and a replacement cycler was provided. During follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the inverter board was identified.